Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy and asthma. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and pain in extremity ("leg pain"). The patient was treated with surgery (on (B)(6) 2012, supra cervical hysterectomy(uterus only), cystoscopy done.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, urinary tract infection and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2010: tubal occlusion. Most recent follow-up information incorporated above includes: on 10-apr-2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information, events- abnormal bleeding (vaginal), menorrhagia, urinary tract infections, dysmenorrhea (cramping), leg pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy, asthma and body mass index low. Previously administered products included for prevent pregnancy: birth control pills. Concurrent conditions included coughing and itching. Concomitant products included cetirizine hydrochloride, fluticasone propionate;salmeterol xinafoate (adoair), ibuprofen (motrin), mometasone furoate (asmanex) and spironolactone. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2012, supra cervical hysterectomy(uterus only), cystoscopy done.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the abdominal pain, vulvovaginal pain, urinary tract infection and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: the essure coils are noted bilaterally within the; on (B)(6) 2011: results: total bilateral occlusion. Hysteroscopy - on (B)(6) 2010: results: tubal occlusion. No event was confirmed from the provided medical record. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: plaintiff fact sheet received. Outcome of event genital haemorrhage and severe cramping was updated. Historical drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 713458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy and asthma. Concomitant products included cetirizine hydrochloride (zyrtec), mometasone furoate (asmanex), seretide (adoair) and spironolactone. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and pain in extremity ("leg pain"). On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2012, supra cervical hysterectomy(uterus only), cystoscopy done.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, urinary tract infection and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-jan-2011: the essure coils are noted bilaterally within the; on 16-jun-2011: total bilateral occlusion. Hysteroscopy - on 15-oct-2010: tubal occlusion . No event was confirmed from the provided medical record. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc(product technical complaint) update incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery on (B)(6) 2012 to remove essure coil. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.